Event description:
Patient presented to the physician with ongoing difficulty swallowing, redness at the ipg site, and pain at the neck incision site. Physician brought the patient into the or and removed the entire inspire system.